Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Device evaluation identified that the screws that hold the bezel in place were not tightened down and could not be further screwed-in. All of the screws were loose. One of the screws was raised and acted as if it had bottomed out and could not be screwed in any further. This screw was the same length as the others. A determination of why the screw bottomed out was unable to be made. All of the inserts were properly inserted to the same approximate depth of other units that have been evaluated. Attempts were made to over-tighten the inserts by hand revealing that 5 of 6 inserts were too tight to spin by hand with a screw driver. The insert that had the raised screw still had a tight knurling but was able to be spun with a philips screw driver using little force. The root cause for the failed bezel was determined to be the loose screws; however, the reason for the screws becoming loose is undetermined. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the customer stated that the bezel was failing. There was no patient involvement. No additional information is available.